Event description:
It was reported the powered laser surgical instrument would not pair with the wireless foot pedal. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the events could not be determined. Additionally based in troubleshooting the user tried pairing the footswitch again and it paired successfully while we were on the line. Unit and foot switch are fully functional again. Upon reviewing IFU, soltive¿ laser system, revision ah, it was found that the "connecting the wireless footswitch" section on page 30, includes: "pair the wireless footswitch if wireless footswitch operation fails. A wireless footswitch arriving separately from the soltive laser system will need to be paired with the soltive laser system by following the instructions in this section before use. If wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points. The central button (2) allows toggle between standby and ready mode. The two footswitches (1 and 3) activate the laser emission in one of the emission modes depending on the laser parameter settings. See chapter 5 for instructions on treatment parameter settings". Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.